Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow-up, the patient had several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. No adverse consequences were reported and the physician decided to monitor the patient only. New information received on (B)(6) 2017 indicating the oversensing might have been due to the right ventricular lead, and therefore this report is being submitted. Related MFR number: 2938836-2016-17438.